Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a coronary stenting procedure, the device was unable to cross the lesion. The 65% stenotic lesion was located in the mildly tortuous and moderately calcified left anterior descending lesion. The physician predilated the lesion with an unspecified balloon and then advanced the 3.5x20mm promus element stent to the lesion, but was unable to cross the lesion. The procedure was completed with another 3.5x20mm promus element stent. No patient complications were reported and the patient's status is good. However, product analysis on the returned device revealed that the stent was damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination revealed that the distal stent struts were both stretched and damaged and protruded over the device tip. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No issues were noted with the profile of the balloon and tip sections that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).